Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The upstream occlusion (uso) sensor was found to be defective. The uso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not recognize the cassette. It is unknown if there was patient involvement.